Event description:
Pt was revised because the screw went through the head.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred less than six months ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.